Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the balloon cut from the catheter at 235cm and the catheter was broken. A break in the outer blue catheter was identified approximately 114.2cm from the distal end of the white strain relief. During further evaluation, the distal and proximal glue joints were inspected and measured with the appropriate ring gauges. Both glue joints, where the balloon meets the catheter and the distal tip to balloon joint, passed the gauge test. No portion of the catheter or balloon material appears to be missing and no other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation completion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. In the report it states that negative pressure and lubrication were not applied to the balloon prior to advancing down the endoscope accessory channel. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that negative pressure and lubrication were not applied to the balloon prior to advancing down the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a dilation in the oesophagus, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported that the customer opened the package and checked visually the system before to introduce the balloon inside the scope operating channel and all was good. They connected the inflation system to the balloon but didn't apply negative pressure. The balloon was inserted through the scope with no difficulties and they inflated the balloon at the first step 15mm. Dilation was performed with success; they decided to inflate the balloon at the second level 16.8mm . When they inflated the balloon they heard a "pop" strange noise and they saw that balloon catheter was broken. The broken part was situated at the entrance of operating channel. It was impossible to inflate the balloon and impossible to deflate it. They removed the scope from the patient with the balloon inside the channel and they cut the balloon for removing the system from the scope channel. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.